Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission, upon review noise was confirmed with pacing inhibition. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable following the procedure.